Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was confirmed by review of x-rays. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Patient underwent a pallectomy procedure due to patellofemoral instability. During this procedure, no product was removed or implanted however the patellar button is zimmer's.